Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that during the procedure with an unnamed surgeon, the suture tying button on the 512b blunt tip trocar broke off. It was replaced with a new one. The clips on the er420 were reported to "not hold" when applied to the cystic duct. A new one was pulled another device and it worked fine. Also, the gasket on the oneseal reducer cap tore and had to be replaced. There was no consequence to the pt.